Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An eye care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos concentric circles. The iol was explanted in a secondary procedure. Additional information has been requested; however, further information has not been received.